Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported after wearing the pod the patient noticed the site was damage with small wounds cause by the adhesive pad. She went to the hospital where they prescribed a cream (exact name of the cream was not provided) for the site irritation.